Manufacturer narrative:
Two 22mm cortical screw heads broke these were not returned for evalualtion, 22mm cortical screw that were in finished good were checked for any issues and none were found. It is possible that the broken heads may have been a result of the wrong size drill being used before inserting the screw or hard bone that should have been tapped prior.

Event description:
Two 22mm screw heads broke off during a case the screws were not implanted this occurred during the case. Other screw were available and the case was completed with only a delay in the procedure.